Manufacturer narrative:
Device was used for treatment, not diagnosis. Device manufacture date: the device manufacture date is unavailable. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side of the compact air drive device was not functioning and was defective. It was noted that the equipment is not coupling the accessories due to the broken coupling shaft. It was further determined that the device failed pretest for check starting behavior, check for excessive noise, check for untrue running, check triggers for forward / reverse mode, check for air leak, check reverse locking mechanism, check attachment coupling with attachments, check cannulation, check the attachment coupling, and general condition. It was noted in the service order that the device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Correction: MFR site, report source: the manufacturer location was documented as oberdorf in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Additional manufacturer narrative: device manufacture date, UDI#: the date of manufacture (dom) was documented as unknown in the initial report. The dom (may 5, 2009) has been added to the complaint. The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.